Event description:
The reporter stated that the screw broke off at the distal part of the threads during insertion during an austin bunionectomy. A small fragment remains in the patient's foot. The procedure was completed using another type of screw.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.